Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the abnormal steering of the second device which has potential to cause or contribute to serious injury. It was reported that one mitraclip was successfully implanted. A second mitraclip delivery system (cds) was advanced to the left atrium when it was noted that the cds was not steering correctly. The cds was removed and replaced with another cds. Two clips were successfully implanted and mitral regurgitation (mr) was reduced from 4 to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the reported difficulty positioning the delivery shaft was confirmed with analysis of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulty positioning the delivery shaft appears to be related to an observed bent actuator mandrel. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the bent actuator mandrel that resulted in difficulty positioning the device; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.